Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at their ipg site. The patient underwent surgical intervention in which the ipg was explanted.

Manufacturer narrative:
The returned ipg displayed normal device characteristics. The root cause of the reported issue could not be determined.